Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section b5 and a correction was made in section b1, b2, and h1. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
New information was provided, that a unscheduled cxr (chest x-ray) was taken due to the missing cover lens post-operatively.

Manufacturer narrative:
Adding awareness date for 9610617-2025-00283 supplemental #2, as it was submitted without the awareness date. The awareness date should be april 14, 2025. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection, the error description provided by the customer "the small transparent lens cover (approximately 1mm) of the blade was found missing after use" was conformed and further defects were detected. In total the following defects were detected: blade worn out. Adhesive points on camera head worn. Flat glass missing. Housing worn. Housing coating detached. Cover worn. Lid coating detached. Leaking. The device passed quality control at the time of delivery. Based on the defects found during the technical inspection, it is concluded that the most likely cause of the described defect is the wear of the adhesive on the tip of the c-mac blade, which is caused by wear during use and the reprocessing process. The wear of the adhesive has caused the flat glass to fall out. For this reason, a user misuse error is to be assumed which led to the missing glass. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The instructions for use describe that a functional and visual inspection must be carried out before use, during which signs of wear and damage to the c-mac video laryngoscope would have been noticed. The instructions for use describe that a functional and visual inspection must be carried out before use (usb825_en_v1.1_IFU_ce-MDR), during which the wear and tear and damage should have been noticed. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the cover lens of the c mac blade was found missing after use. No negative impact in state of health of the patient reported.